Manufacturer narrative:
There is no code available that best fits the conclusion. R and d eval procedure: visual observation of brush head. Finding: brush head has broke off of the handle at the top of the neck. Root cause cannot be determined.

Event description:
Consumer reports toothbrush head broke off during use. This is reported as a malfunction with the potential to cause serious injury. No injury occurred.